Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The peritonitis was manifested as stomach pain, nausea, and vomiting. The cause of the event was unknown. The patient was hospitalized for the event and treated with unspecified antibiotics (dose, route, frequency, and duration not reported). On an unknown date, the patient¿s catheter was removed and the patient was switched to hemodialysis therapy. It was unknown if the patient recovered from the event prior to death. It was reported that the patient stopped all treatment including ¿any medication, antibiotics and hemodialysis¿ and was placed on palliative care about three days prior to passing away. The cause of death was reported to be due to cardiopulmonary error; however, the exact cause remains unknown. No additional information is available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).